Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended activation/motion and a sticky trigger. Therefore, the reported condition that the device had a defect was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device was jammed/seized, the housing was bent/damaged, there was component damage, the device failed lid leak tightness test, the etching was worn and illegible, moving parts of the device did not move smoothly, the device had unintended activation/motion, and a sticky trigger. It was further determined that the device failed pretest for marking and labeling, leakage test, check for free movement, check roundness of housing, check for unintended motion, check for sticky trigger, and check fitting of the lids. It was noted in the service order ¿article defect¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.